Event description:
During placement of a cook x-stent dua anti-reflux valve esophageal stent, the valve of the stent migrated. The prosthesis was obstructed by the migrated valve, getting trapped (valve material bunching) and was removed. The physician removed the stent with rat tooth forceps and then placed a new stent. No harm to the pt. A section of the device did not remain inside the pt's body. Other than removing the stent with forceps and placing a new stent the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Based on the images provided with the report we can confirm the valve material appears to be bunched within the inner lumen of the stent. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all z-stent dua anti-reflux valve esophageal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.